Event description:
It was reported that a third call for no disposable alarm came in. Pump was stopped and powered off. Line clamped. Cassette removed and tubing massaged while depressing green tab. Air noted. Cassette was tapped on hard surface. Reconnected and powered up. Infusion restarted. No patient injury reported.

Manufacturer narrative:
Event problem and evaluation codes: updated. No product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use IFU or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the complaint will be reopened for further investigation. A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.